Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing an electro physiology planned /non-emergency treatment, and it was completed by using another system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that there is an error on the tube rotor. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found rotor control defective. To resolve the issue, the fse replaced the rotor control unit, which resolved the issue temporarily. The fse preventively replaced the anode starter to resolve the error message of tube rotor defect, but this issue reoccurred and the fse replaced the x-ray tube and calibrated it. After replacement and necessary calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system gave an error indicating a tube rotor defect, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.